Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and noise. The noise was produced with arm movement. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Five nst episodes with v-v intervals <(><<)> 220 ms between (B)(6) 2015. Evidence of noise on stored egms. Lead failure predictor triggered on (B)(6) 2015 for v-sics and nsts. Concomitant product: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).